Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Reporter stated that patient received the following results on mobile system compared to a professional meter within 10 minutes: 4.9 mmol/l, 5.8 mmol/l, 3.9 mmol/l and hi (result > 33.3 mmol/l) mobile system and 25.4 mmol/l (professional meter). Patient had no symptoms, however, nurse treated patient with 8 units of novorapid based on the result of 25.4 mmol/l. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.